Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/30/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4)date sent to the FDA: 1/19/2021 additional information: d4, h3, h4, h6investigation summary ==> one vst10 device was returned with dual applicator attached. Gray luer locks on adatper showed signs of damage from trying to remove it. The evaluator was able to remove the spray and drip tip from the adapter with their hands but it did require a little extra force to do so.device history lot ==> a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. Additional information was requested and the following was obtained: what is the lot number? - a4ydd00241. Attempts are being made to obtain the following information. To date no response has been provided. Request has been sent to request the lot numbers of the vstas1 tip. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2020 and a fibrin sealant preparation device was used. The surgical tech attempted to load the device with 45 mm flexible applicator but experience difficulty removing open applicator from base of device. Attempted several times, finally, surgeon decided to open a new device. Procedure was successfully completed with new device. No adverse patient consequences were reported. Additional information was requested.